Event description:
It was reported that the subcutaneous implantable cardiac defibrillation (sicd) system was implanted but was unable to convert the induced arrhythmia. Electrode repositioning was attempted. The physician was repositioning the electrode slightly higher and more to the midline when the tunneling tool went through a defect in the sternum and perforated the right ventricle. Cardiac surgery removed the tunneling tool and repaired the perforation. The sicd system was removed and a transvenous system was successfully implanted. There were no additional adverse patient effects.

Manufacturer narrative:
This supplemental report is being filed to change the model number for tab d suspect medical device to 4712.

Event description:
This supplemental report is being filed to change the model number for tab d suspect medical device to 4712. It was reported that the subcutaneous implantable cardiac defibrillation (sicd) system was implanted but was unable to convert the induced arrhythmia. Electrode repositioning was attempted. The physician was repositioning the electrode slightly higher and more to the midline when the tunneling tool went through a defect in the sternum and perforated the right ventricle. Cardiac surgery removed the tunneling tool and repaired the perforation. The sicd system was removed and a transvenous system was successfully implanted. There were no additional adverse patient effects.